Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event of the locking screw breakage could be confirmed. Based on the investigation, the root cause was attributed to a user related issue. The screw breakage was probably caused by excessive force applied during explantation of the device. The strong bone attachment, along with the force applied to remove the implant led to the breakage of screw head first, leaving the thread behind. Since the bone is in direct contact with the thread it is clear that, upon breakage of the head, this part will be more difficult to remove, and so, the screw thread would be greatly deformed during this operation. This is confirmed by the visual inspection of the device, which revealed that the screw head was separated from the thread and, that the thread showed severe deformation. Notes: it is stated in the optec what to do in case of a broken screw shaft: ¿in case of a broken screw shaft: step 1: remove the screw head portion in order to gain access to the remaining part of the screw shaft. The screw head can be removed with the appropriate screwdriver as described on page 6. Step 2: use the drift punch to extract the remaining part of the screw. If difficulties are encountered with the above process, over drill the remaining part of the screw with a crown drill before proceeding with the drift punch.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
During extraction surgery of variax elbow, the locking screw shaft broke. All of the fragments were removed from the patient and finished the surgery.

Event description:
During extraction surgery of variax elbow, the locking screw shaft broke. All of the fragments were removed from the patient and finished the surgery.